Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer did not recall any significant events leading to the alarm. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. Device had broken reservoir tube lip, missing reservoir tube o ring, cracked battery tube threads and cracked case at display window corner.